Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30372588m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 69-year-old male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Left atrial access was achieved under transoesophageal echocardiography guidance with a brk xs st. Jude medical transseptal needle. Atrial tachycardia (cycle length 220ms) was mapped with a pentaray catheter. The map illustrated dual loop reentry tachycardia propagating around the mitral valve and roof of left atrium. A roof line was performed using thermocool smarttouch at 30 watts. The tachycardia cycle length changed to 230ms with the same atrial activation observed in the coronary sinus. A mitral isthmus liner ablation was performed endocardial at 40 watts and epicardial in the coronary sinus at 25 watts (flow 30ml/min). After ablation in the coronary sinus the cycle length was 240ms with the same atrial activation observed in the coronary sinus. The consultant ablated at the mitral line from the endocardium. Atrial tachycardia terminated with pressure and then further radio frequency applications were performed to establish block of the mitral isthmus line. A remap was performed using the pentaray catheter to validate that the roof line was blocked. During this map, around 10 minutes after the mitral isthmus ablation was completed arterial pressure dropped to around 50mmhg systolic. Subcostal view with transthoracic echocardiography confirmed a diagnosis of cardiac tamponade. Pericardiocentesis was performed to drain 4.5 liters of blood from the pericardial space. Patient received blood transfusion. Despite an initial improvement in systolic arterial pressure to around 90mmhg, the systolic pressure again reduced to around 40mmhg. Cardiothoracic surgeons performed a thoracotomy and the patient was put on cardio-pulmonary bypass. The patient was moved to the intensive care unit and required prolonged hospitalization. Patient was reported to be stable and recovering from surgery. Physician¿s opinion regarding the cause of the adverse event is that it was the result of radiofrequency ablation delivered at the mitral isthmus line. There was no evidence of steam pop during the ablation. No bwi product malfunctions nor error messages were reported throughout the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 5mm, time: 3sec, force over time (fot) of 3g for 25%, tag size 3mm. Ablation index was used as coloring option and respiratory adjustment was the additional filer used with the visitag.